Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73e1900683 investigation did not show issues related to complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that 2nd clip was not loaded into the jaw properly while in use on a patient. The user pulled the applier out from the patient, then he/she tried to fire 3rd clip, but the same issue occurred.

Event description:
It was reported that 2nd clip was not loaded into the jaw properly while in use on a patient. The user pulled the applier out from the patient, then he/she tried to fire 3rd clip, but the same issue occurred.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its rotation tab bent. The first clip was slightly protruding from the channel and the second clip was also out of position. Functional inspection was performed on device. Upon engagement of the trigger, no audible ratchet sound was heard indicating that the internal ratchet ears are broken. The first clip didn't load properly. The sample was disassembled to inspect the internal components. Upon disassembly, it was confirmed that the clips were out of position and stacking on one another in the channel. The sample was received with 12 clips remaining in the channel indicating that 3 clips were fired by the end user. The broken ratchet caused the clips to become out of position and caused the rotation tab to bend. It could not be determined what exactly caused the ratchet ears to break. A CAPA has been previously opened to further investigate loading and feeding issues. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The broken ratchet caused a clip stack to occur which resulted in the rotation tab getting bent. It could not be determined what exactly caused the ratchet ears to break but a CAPA has been previously opened to further investigate loading and feeding issues. The reported complaint of "clip(s) not loading properly" was confirmed based upon the sample received. One sample was returned with its rotation tab bent. Upon functional inspection, it was found that the internal ratchet ears were broken. Additionally, it was confirmed that the clips were out of position and stacking on one another in the channel. The broken ratchet appears to have caused a clip stack to occur which resulted in the rotation tab getting bent. The sample was received with 12 clips remaining in the channel indicating that all 3 clips were fired by the end user. Although the reported complaint was confirmed based on functional testing, it could not be determined what exactly caused the ratchet ears to break. A CAPA has been previously opened to further investigate loading and feeding issues.